Event description:
Dentist is unable to screw in prosthetic component in dental implant. Implant had to removed. Another surgical intervention was necessary.

Manufacturer narrative:
Dentist is unable to screw in prosthetic component in dental implant. Implant had to removed. Another surgical intervention was necessary. Broken fragment of screw stuck in the implant therefore no prosthetic components can screwed in. Collateral damage. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.